Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, nasal/throat irritation and soreness. The patient also alleged that the device had strange odor. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. During the evaluation of the device at the manufacturer's service center, the device's downloaded logs were reviewed by the manufacturer and 1 error was found. The device software was upgraded and the error log was cleared. Components were replaced and the device status was recertified. The unit passed final testing.